Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, the male adapter of unspecified power injector tubing sets were connected to the clave port of the extension tubing sets and were being used to deliver unspecified contrast mediums, at unspecified rates, via power injectors. After unspecified lengths of time after the procedures were started, it was reported that unspecified volumes of contrast medium leaked from unspecified locations of the clave port of the extension tubing sets. No specific details were provided. There were no reports of adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided including if the extension tubing sets were replaced and procedures were resumed.

Manufacturer narrative:
The customer contact indicated the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.